Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted the patient has experienced serious bodily injuries including extreme pain, infection of her bodily tissues, dyspareunia, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.